Event description:
It was reported the patient underwent an initial tka. Subsequently, they had a revision due to persistent pain and swelling attributed to a plastic piece of the patella that had broken loose, approximately 5 years post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unk lot. Unknown, articular surface, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.